Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back from the lifevest equipment. Patient reported having eczema. The patient's physician prescribed hydrocortisone for the skin irritation. Follow up indicated that the hydrocortisone helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a battery pack was unable to power up. A us distributor contacted zoll to report that a patient developed a rash on their back from the lifevest equipment. Patient reported having eczema. The patient's physician prescribed hydrocortisone for the skin irritation. Follow up indicated that the hydrocortisone helped the skin irritation to improve.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event from the damaged battery pack. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.